Manufacturer narrative:
The product(s) are not available for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint and confirmed that the device(s) met quality requirements for product acceptance. Thrombosis, restenosis and myocardial infarction are known potential adverse events associated with stent implantation procedures. Narrowing of the in-stent lumen and cessation of antiplatelet therapy in combination may lead to the formation of blood clot and thrombus formation. Thrombus formation decreases the amount of blood flow to the cardiac muscle inducing an mi. While not observed in the pivotal clinical trials that supported the cypher stent PMA, stent fractures are uncommon events but have been observed in long stented segments including those in which overlapping stents have been used. They have been observed in coronary segments that undergo significant motion, particularly in areas with severe angulation, tortuosity and calcification. In the cypher stent, they have been reported most often in certain lesion subgroups in which safety and effectiveness have not been established. An investigation was conducted surrounding the increase in cypher stent fracture complaints. As a result of that investigation labeling changes related to stent fractures were made. Additional investigation is ongoing. The physician commented that the possible cause of the thrombotic event was the effect of stent fracture and under-dilated lesion in the distal rca. Based on the information available, it is not possible to draw a conclusion about a clinical relationship between the cypher stent and the stent fracture reported. However, there are possible vessel characteristics, procedural and pharmacological factors that may have contributed to the restenotic, thrombus and myocardial infarction reported.

Manufacturer narrative:
Finally, treatment for the distal rca was conducted. It is unknown if pre-dilation was conducted. A forth cypher bx (3.0/33mm) was implanted at 16atm (inflation time unknown). It is unknown if post-dilation was conducted. The residual % of stenosis was unknown. Timi flow before the procedure was 0 and unknown after the procedure. Ivus was conducted. It is unknown if act was measured. During one year routine follow-up a follow-up angiogram was conducted and the four cypher stents implanted were patent; however, a stent fracture was observed in the 3.0 x 28mm cypher stent implanted in the mid rca. Approximately one year and eight months post index procedure the patient developed st-elevated mi and visited the hospital. Angiography was conducted and thrombus was observed inside the two cypher stents implanted in the proximal rca (3.0 x 28mm and 3.5 x 18mm). To treat the thrombus, aspiration and poba were conducted. In addition, a bms (driver: 4.0/9mm) was implanted inside the cypher stents. During this examination restenosis was also observed in the 3.0 x 33mm cypher stent in the distal rca. This was treated with the implant of a bms (driver: 3.5/9mm). It is not known if the stent fracture was treated. Physician's comment: the possible cause of the thrombotic event was the effect of stent fracture and underdilated lesion in the distal rca. Anti-platelet therapies conducted were following: aspirin 100mg/day: start date unknown ~ ticlopidine hydrochloride: 200mg/day: 2005-(B)(6) ~ 2006-(B)(6), 2007-(B)(6) ~ 2008-(B)(6), cilostazol 200mg/day: 2005-(B)(6) ~ 2005-(B)(6), 50mg/day 2007-(B)(6) ~ 2008-(B)(6), heparin unknown dosage: 2005-(B)(6) (during the pci). *administration of ticlopidine hydrochloride was discontinued on 2006-(B)(6) due to the scheduled colonoileoscopy, but was restarted after the thrombotic event. **administration of cilostazol was only scheduled for 3 days. Then it was restarted after the thrombotic event. Additional information will be submitted within 30 days of receipt.

Event description:
The target lesion was in the rca, from proximal through distal. The lesion in the proximal rca was a de novo, ostial and chronic total occlusion lesion. Aha/acc classification of the vessel was type c. The lesion length was approximately 40mm and the vessel diameter was approximately 3.0~3.5mm. Pre-procedure stenosis was 100%. The lesion in the mid rca was a de novo and chronic total occlusion lesion. Aha/acc classification of the vessel was type c. The lesion length was approximately 25mm and the vessel diameter was approximately 3.0mm. Pre-procedure stenosis was 100%. The lesion in the distal rca was a de novo and chronic total occlusion lesion. Aha/acc classification of the vessel was type c. The lesion length was approximately 30mm and the vessel diameter was approximately 3.0mm. Pre-procedure stenosis was 100%. 2005-(B)(6): it is unknown if pre-dilation was conducted. A cypher bx (3.0/28mm) was implanted at 20atm (inflation time unknown) at the distal end of the proximal rca. Then, a second cypher bx (3.5/18mm) was implanted at 20atm (inflation time unknown) proximal to the 1st cypher bx, overlapping it. It is unknown if post-dilation was conducted. The residual % of stenosis was unknown. Timi flow before the procedure was 0 and unknown after the procedure. Ivus was conducted. Treatment for the mid rca was then conducted. It is unknown if pre-dilation was conducted. A third cypher bx (3.0/28mm) was implanted at 16atm (inflation time unknown). It is unknown if post-dilation was conducted. The residual % of stenosis was unknown. Timi flow before the procedure was 0 and unknown after the procedure. Ivus was conducted.